Event description:
The reporter did back to back blood glucose tests and got results of 56 and 118 mg/dl. Tests were done within 5 minutes, using different fingersticks. There were no symptoms. Reporter stated that the confirmation dot was not turning completely blue, even though there was enough blood on the strip. A control solution test was within range (numbers not available). On follow-up, procedures on coding, cleaning, sample application and use of control solution were discussed.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8